Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Unknown lot, therefore, a DHR review could not be performed. Photo investigation the device was not returned. A photo-investigation: was performed on the images. A broken laser weld between the locking core's cap and shaft components was observed. The two components were separated but accounted for in the images. No additional issues were detected. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint was confirmed during investigation. No device malfunction, damage, or defect was noted during investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure, the surgeon had the self retaining insert for the multiloc screwdriver engaged. When the surgeon tapped the head of the insert with his hand, the head fell off. It is unknown if there was a surgical delay. The procedure was successfully completed. Patient status is unknown.this report involves one (1) scrwdrvr f/4.5mm ti multiloc screws/slf-retain/330mm.this is report 1 of 1 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: lot is unknown, mre could not be performed. Visual inspection: the scrwdrvr f/4.5mm ti multiloc screws/slf-retain/330mm (part #: 03.019.025, lot #: unk) was received at us customer quality (cq). It was observed that only inner shaft/locking core shaft was received, the screwdriver shaft was not returned. Upon visual inspection, the cap component had broken off of the proximal end of the locking core shaft component due to the broken laser weld. The broken off cap component was received at us cq. Device failure/defect identified? Yes. Dimensional inspection: it was not performed due to the post manufacturing damage(broken weld). Document/specification review: no design issues or discrepancies were noticed. Complaint confirmed? Yes. Investigation conclusion the complaint was confirmed as the cap component had broken off of the proximal end of the locking core shaft component due to a broken laser weld. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.